Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection and a correction bolus via pump. The customer continued to use the pump for insulin therapy.